Event description:
A doctor's office alleged that temporary restorations placed with tempbond clear had to be cut off during procedure for one (1) patient.

Manufacturer narrative:
The doctor removed the patient's temporary crown with a bur and placed the permanent restoration. To date, the patient is doing fine. The product was not returned; therefore, a visual evaluation of a retain sample was performed, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.